Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Technician reported pt experiencing overcorrection and induced astigmatism, post lasik surgery. Post op info showed finding of conjunctive hemorrhage at one week post operative visit. Pt stated at one week, and two month post op visit that vision in dim lighting conditions was not as good as day vision. Left eye of this pt is reported under MFR report # 3003288808-2011-00030.